Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the universal surgical manipulator (usm) to perform failure analysis. In system logs, 31226 error was found indicating the communication error was pointing to the rolling loop, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The usm was installed onto a golden system where the component functioned as expect. The usm was then installed onto a patient side cart fixture test platform where the fiber test failed on rolling loop fiber. Once testing was completed, the rolling loop fiber was aba tested and was verified to be the source of the fault. The complaint was confirmed by failure analysis. The probable root cause may be attributed to communication errors associated with the rolling loop fiber assembly of the usm.

Event description:
It was reported that during a da vinci-assisted right hemicolectomy surgical procedure, an intuitive surgical, inc. (Isi) clinical sales representative (csr) informed an isi technical support engineer (tse) that universal surgical manipulator (usm) 4 was not responsive. In addition, the port clutch button would not release the brakes to go up or down, and usm 4 was acting differently than the other usm arms. The tse could not find any errors in the logs because the logs were cleared after a hard power cycle. The customer elected to convert the procedure to a traditional laparoscopic surgery.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse was not able to reproduce the reported complaint, however, the fse did replace the universal surgical manipulator (usm). The system was tested and verified as ready for use. The usm involved with this event has been received, but the failure analysis testing has not yet been completed as of the date of this report. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.